Event description:
A bag of glucerna (1,000 cc) was hung at 1:00 a.m. On april 16, 1993. The pump was set at 80 cc's per hour. The tube was flushed approximately 4:15 a.m. And no problems were identified. At 5:00 a.m. The pump began beeping and the bag was found empty. The volume fed registered 356 cc on the pump but actually more than 1,000 cc had infused since the 3 - 11 shift had cleared the pump. The pump was immediately turned off.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, flowmeter. Conclusion: invalid data, device failure related to patient condition. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. The device was not destroyed/disposed of.